Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint not confirmed, during evaluation the ip module did not function. Physical damage was found to the top cover, bottom cover, bezel, lcd touch screen. There are also 4 missing bumpers, and the serial label requires an update. The software label requires an update from v1.10 rev. 33 to v1.10 rev. 38. See vendor evaluation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-6480 pump is showing an error during use. This occurred during use in a case with no patient effect.